Event description:
Procedure: inguinal hernia repair. A literature review titled self-adhesive mesh by posterior open preperitoneal approach (nyhus personal technique modified) in the treatment of inguinal hernias in the journal of rev hispanoam hernia. 2013, 1 (4): 135-147, states in a prospective, single center 331 pts undergoing elective or emergency surgery for a primary or recurrent inguinal hernia over the period between february 2009 and december 2012 were reviewed. Complications included wound infection (1), hernia recurrence (1), and a death 27 months post op due to complications of hypertension, unrelated to the hernia repair. This ftr is for the hernia recurrence.

Manufacturer narrative:
(B)(4).